Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt programmer display showed a por (power on reset) condition which occurred following emi (electromagnetic interference) exposure during a medical procedure not related to stimulation therapy. The por happened after back surgery; stimulation was turned off prior to surgery. The hcp planned to meet with the pt to clear the por. Add'l info was requested.